Event description:
It was reported that the patient had his device turned off since (B)(6) 2010 because it was shocking him and causing him to drop things. He was admitted to the hosp (details not provided) but was seen in the physician's office today for reprogramming. When lead 1 was turned on, his left leg started jerking even through he did not feel stimulation. Impedance measurements were normal except for electrode 7. When the stimulation was moved to lead 2 he was able to get the coverage in the areas needed. He was reprogrammed using lead 2 and was happy with the coverage obtained with no shocking noted.

Event description:
Customer reportedly received result of 27.7 mmol/l on the compact system and 6.4 mmol/l on the compact plus system within 10 minutes. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact system (lot number 20724748, expiration date 05/31/2011). Reference medwatch report with (B)(4) for the suspect device used in the compact plus system.